Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
This is retrospective study for bactiseal catheter safety assessment. The medical history record was reviewed and it was found that the patient accepted v-p shunt on (B)(6) 2015. No anomaly occurred during procedure. After procedure the patient felt headache and sick. The symptom kept more than 2 days. The surgeon considered that the catheter occluded. The surgeon did revision surgery and adjusted catheter on (B)(6) 2015. Then the symptom of patient changed better. The patient was under monitoring at hospital. The surgeon indicated that the patient can be discharged on (B)(6) 2015. The surgeon's opinion is that maybe it is related with product

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device product code 82-3072 with lot crmbnc, conformed to the specifications when released to stock in 15th october 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.